Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2016 with blood glucose of 48 mg/dl. The customer treated with glucose sugar. The customer stated that he was in an automobile accident and took the pump off 4 months ago. The customer stated that the buttons were not working properly. The customer's blood glucose was 300 mg/dl, 20 minutes before the call. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received intermittent down arrow buttons due to flattened and creased dome switch. No button error alarms were noted. No unlocked j2 lcd keypad connector. However, all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump passed the displacement accuracy test. The insulin pump had cracked case at the display window corners, peeling back address serial number label, minor scratched display window, case and keypad overlay.